Event description:
Information was received from a patient regarding an external device. The reason for call was that when they went to charge the implanted neurostimulator, the recharger paddle would get really hot and the issue began 10 days ago. Patient stated that this had happened a couple times. Patient confirmed that there was no damage to their skin and that they were able to remove the paddle from their skin quickly before it got hot. Patient noted that sometimes the controller would say that it couldn't find the device when trying to recharge the implant. Patient confirmed no damage to the skin. Agent instructed patient to check for damage; no visible damage to the controller port. Patient mentioned no visible damage to the recharger but noted the cord was flexible and they could move the cord back and forth but it didn't come out. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.